Event description:
It was reported that a spectrum pump failed downstream occlusion test with values: 24.5 pounds per square inch (psi), 25.47 psi, and 25.6 psi during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, pump failed downstream occlusion testing 3 times was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be force sensor values were out of specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.